Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that since the previous day, the customer had been experiencing elevated blood glucose (bg) levels of up to 395 mg/dl. At the time of the call, bg level was 300 mg/dl with trace ketones. A bolus was delivered via the pump and the customer drank plenty of water. The customer was disconnected from the pump at the time of the call, due to a supply change. The contact stated that the customer's healthcare provider (hcp) had been contacted regarding customer's elevated bg levels and would be sending pump data upload to hcp to review.